Event description:
Rn noticed the trach tube was partially dislodged. The pt was gray and unresponsive to stimuli. The trach tube was found to be in the tracheostomy stoma. The monitor did not alarm. The pt expired from hypoxic ischemic encephalopathy. On the day of the event the monitor was taken out of service and sent to the biomedical engineering dept to be evaluated. The monitor was found to be in proper working condition, but it had the ability for its alarms to be in infinite suspend mode.